Manufacturer narrative:
.

Event description:
It was reported via facility medwatch that the "pt reported increased pain and was found to have system that was not delivering medications, although pump on telemetry reported to be functioning well; also intrathecal catheter noted to be malfunctioning". The specific device issues were not reported. The pt was taken to surgery in 2009 for replacement of the drug delivery system. The pt tolerated the procedure well and was discharged home later that same day. Additional info from the user facility: pt with implantation of intrathecal drug delivery system at another hospital in 2005; pt reported increased pain and was found to have system that was not delivering medications, although pump on telemetry reported to be functioning well; also, intrathecal catheter noted to be malfunctioning. Pt was taken to the or in 2009 for explantation of the malfunctioning synchromed el pump and intrathecal catheter; pt had implantation of new synchromed ii pump and implantation of new fluoroscopically guided intrathecal catheter. The pt tolerated the procedure well and was discharged home later the same day.